Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the unit has intermittent power when using batteries. The batteries had to be moved in order to power the unit and if moved to a certain direction the unit will power off. Unit powers on when using a 9v adapter or and external power supply and passes all functions tests. Visual inspection shows the battery door is missing and the battery springs are bent. The rj-11 pins in the alarm receptacle are corroded. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).

Event description:
Customer reported the alarm sounds intermittently. The batteries have been replaced with new ones. The customer tested the alarm with a new sensor and the results remain the same. There is no visible damage to the outside of the alarm reported. The customer did not provide the date when this was discovered. There was no patient incident or injury reported.